Event description:
The justright 5mm stapler was fired across the bronchus. All steps of the firing processes were followed, but after the justright 5mm stapler was fired it was noted that only a few staples were secured, there were some free floating staples, and the device did not appear to have fired correctly. A reload was then placed on the stapler handle and the stapler was fired again. A few staples held at the opposite end, there were still free floating staples, and the device did not appear to have fired correctly again. The stapler cut through bronchus and there was a [air] leak. It was decided to continue with procedure and suture the bronchus after the upper left lobe of lung was removed.